Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 500 mg/dl. The customer also had ketones and was vomiting prior to the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the self-test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.